Event description:
Customer states: prior to use, it was observed that the cuff would not deflate. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.